Manufacturer narrative:
A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found tamper seal label was missing and air detector was damaged. Functional testing found the issue was duplicated multiple times. The root cause of the reported issue was found to be an defective and inoperable air detector sensor. The air detector was replaced. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was faulty air in line sensor. No patient injury was reported.